Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, analysis confirmed the clinical observation of premature discharge of battery. The device case was opened, and visual inspection revealed no irregularities. Testing found that the battery had depleted earlier than expected. When connected to an external power source, the device passed all tests and operated normally. No high current drain or other device anomaly was identified during analysis. Although a depleted battery was found, laboratory analysis was unable to reproduce the condition that caused it to deplete prematurely.

Event description:
It was reported that the battery of this pacemaker appeared to be depleting prematurely. Subsequently, the patient underwent a revision procedure, and this device was explanted without incident. Besides intervention, there were no other adverse patient effects reported. Additional information: this product was returned, and analysis was completed. This report is updated with the product investigation results.

Event description:
It was reported that the battery of this pacemaker appeared to be depleting prematurely. Subsequently, the patient underwent a revision procedure, and this device was explanted without incident. Besides intervention, there were no other adverse patient effects reported. Device return is not indicated at this time.